Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, noise with inappropriate automatic mode switching episodes were observed on the atrial channel. Provocative testing was performed and the noise on the atrial channel was reproduced. All atrial lead electrical values were in range including sensing, captures threshold and impedance. The device was reprogrammed. The patient was stable. Related manufacturer reference number: 2017865-2017-05509.